Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to a company manager the vitrectomy probe broke apart during a vitrectomy procedure. Additional details were received from the surgeon. He reported while performing a vitrectomy procedure, there was a "strange feedback" from the cutter and at that point he observed a small piece of metal resting on the retina. He was able to remove the metal using aspiration. The procedure was completed and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received without a tip protector in a tray for the report of cutter break apart during surgery and piece of metal in the eye. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and was found conforming. The probe was disassembled and the components inspected. The degree of wear could not be determined based on continuous actuation of the probe visual standard photos as the tip of the inner cutter was broken. Per qe it appears there is excessive wear found on the inner cutter. Wear marks were observed at the bend area. Several gouge marks were observed along the inner cutter. The complaint evaluation confirmed that the probe had a broken inner cutter. The exact root cause for the broken inner cannot be determined from this evaluation. The most likely contributing factor to the broken inner cutter is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. An internal investigation has been initiated to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).